Event description:
It was reported the devices were used during a whipple procedure. It was reported the tlc55 would not fire when the surgeon tried to fire the first time. Tried to reload and still would not fire. This occurred with two consecutive devices. The procedure was completed with a tl-60. There was no consequence to the pt.